Event description:
It was reported that the patient received inappropriate atp and hv therapy due to svt oversensing. Review of the strips revealed af with rapid ventricular response. The device was reprogrammed. The patient will continue to be monitored.